Manufacturer narrative:
Information was entered in error in h3; there are no changes from the initial report. Corrections in d1 and d4: catalog number and UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided. The provided x-rays do not show the impacted devices. The device evaluation cannot be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to hard bone or the plates being inserted off-axis. DHR review per DHR review, the cages were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two roi-a cages broke intra-operatively when the surgeon was attempting to mallet the plates into place. The plates were difficult to install into the bone; the patient had hard, sclerotic bone. Both cages and the plates were removed and replaced with other cages and plates. The started awl was used to prepare the pathway for the final plates. There was a surgical delay, but no patient impacts.this is report three of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2021-00124 through 3004788213-2021-00127.

Event description:
It was reported that two roi-a cages broke intra-operatively when the surgeon was attempting to mallet the plates into place. The plates were difficult to install into the bone; the patient had hard, sclerotic bone. Both cages and the plates were removed and replaced with other cages and plates. The started awl was used to prepare the pathway for the final plates. There was a surgical delay, but no patient impacts. This is report three of four for this event.